Event description:
Bedside nurse reported that the cap that you depress to gain suction on patient's size #12 inline catheter attached to the patient's endotracheal tube (ett) broke off. This required the inline catheter to be changed out.